Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 125 mg/dl. The customer stated that the last time he changed the battery, when he screwed the battery cap back in, the screen stayed gray. He noted that when he tightened the battery cap more than normal, the display returned. He did not observe any physical damage to the device. He reported that the contacts on the battery cap were damaged. He stated that he had to overtighten the cap in order to resolve the issue. The insulin pump also alarmed failed battery test after putting the battery back in. The blood glucose reading was 146 mg/dl. Advised the customer that a replacement battery cap would be sent. He was advised to monitor the insulin pump. Nothing further reported.